Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were observed to be immediately dripping out of the tubing during the load fill tubing sequence. Subsequently, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 125 mg/dl to 150 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.